Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance (sli) measurements of 100-125 ohms since device upgrade and most recently the sli reached 137 ohms. Boston scientific technical services (ts) provided trouble shooting recommendations. This lead remains in service. No adverse patient effects were reported.